Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Patient contact and injury - corneal edema. Lens was intraoperatively implanted and removed, replaced at an unknown date with a longer length lens and problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was reported as unknown.